Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 04-may-2024. The infusion set was in use for two days.the leakage was at site. The blood glucose level was 458 mg/dl and the patient was treated with correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 7